Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grip tips were found bent at the distal end. The one grip was bent, causing side-to-side misalignment of the grips. There was a .077 offset at the tips. Engineering concluded that the damage was likely due to mishandling. Engineering also found damaged distal idler pulleys and deep scratches on the main tube. Both distal idler pulleys exhibited indentations along the edges. Engineering concluded that the damage was likely due to mishandling. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch mark was approximately .1190 long. Engineering concluded that the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the long tip forceps instrument was noted to have a crack at the very tip of the joint. No patient harm, adverse outcome or injury was reported.